Event description:
It was reported that an ilet user intended to deliver a meal announcement but navigated to the meal announcement screen and pressed the home button instead of sliding to deliver, resulting in no meal announcement being issued. No reported adverse clinical effects. Outcomes included no alarms and no impact to therapy continuity. Investigation included review of device use logs and user education. Investigation of this case revealed user interface misuse, with correct function contingent on completing the slide-to-deliver action and confirming ¿delivery in progress.¿ it was concluded, based on previously established findings for similar reports, that the cause was user error.